Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced, and the software was upgraded. The filament was calibrated, and the collimator was aligned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator and a tube failure error message. No pt injury was reported.